Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 54/58 n on the right side on (B)(6) 2008. The patient underwent revision surgery on (B)(6) 2013 due to unknown reasons.

Manufacturer narrative:
The MFR did not receive devices or x-rays, or other source documents were provided (operative report). Where no lot numbers were received for devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).